Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed one of the cables was loose. After the cable was seated properly, the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart keeps cycling. This was described as the system continuing to reboot itself. There was no patient present when this issue was observed. Additional information was received. It was reported that the system is new and still in the installation process. The system is no longer rebooting itself. One of the cables was loose. Once the rep put the cable in all the way the issue stopped.